Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. The literature article is attached for additional information. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
Olympus reviewed the following literature titled "peroral cholangioscopy-guided forceps biopsy versus fluoroscopy-guided forceps biopsy for extrahepatic biliary lesions". The study evaluated the diagnostic yield and safety of fluoroscopy-guided forceps biopsy (f-fb) for indeterminate biliary lesions compared with peroral cholangioscopy (pocs) and pocs-guided forceps biopsy (pocs-fb) while using sideviewing duodenoscope (jf260v/tjf240v/tjf290v; olympus optical co., ltd., tokyo, japan) was used for endoscopic retrograde cholangiopancreatography (ercp), 0.025-inch hydrophilic guidewire (g-260-2545a; olympus optical co., ltd. And fb-45q-1 (olympus optical co., ltd.) Biopsy forceps. Acute pancreatitis - 9 patients. Infection (cholangitis) - 3 patients. Pulmonary disorder - 1 patient. This literature article requires 5 reports. The related patient identifiers are as follows: (B)(6) :jf-260v. (B)(6): tjf-240. (B)(6) :tjf-q290v. (B)(6) :fb-45q-1. (B)(6) :kd-v411m-0725. This medwatch report is for patient identifier (B)(6) : model tjf-240.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse event cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Therefore, the root cause cannot be determined. Olympus will continue to monitor field performance for this device.